Manufacturer narrative:
Additional information for h4: the lot was manufactured between february 11-12, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification. Based on the functional flow test result, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of birth: it was reported the patient was born in (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The reporter stated that after the expected therapy time of 24 hours, 30-50 ml of the solution had not infused. The device had been filled with piperacillin/tazobactam 12g/1.5g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.